Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he couldn¿t get the implant to charge and it had died. The patient got the reposition antenna message and when trying to synch with the programmer a poor communication message was seen and the recharger was not able to communicate with the implant. The patient stated that they had last charged the implant successfully 29 days before it died and they were directed to follow-up with their healthcare provider to resolve the potential overdischarge. The patient stated that the recharger sometimes dies because he forgets about it and sometimes when he goes to recharge the implant shifts in his butt which makes it a pain to recharge. The indications for use were non-malignant pain and failed back surgery syndrome. No patient symptoms reported.